Manufacturer narrative:
The tech found the right siderail end tube was broken. He replaced the end tube and the rivets to repair the stretcher.

Event description:
Info received indicates the siderail is not staying in the raised position.